Event description:
As reported by the user facility: customer states, "the report received stated "the pump infused less than it should be." This pump is in a cancer center - possible a chemo infusion. Drug: unk - unk size of the bag. Infusion rate: 500ml/hr - for unk length of time. Vtbi - 33.56ml. Incident date: (B)(6) 2014. No tubing available to be sent into qa. It could have been a possible chemo infusion. No pt injury. Reference MFR# 9610825-2014-00137.